Event description:
A venous pressure high alarm occurred when transitioning to perform rinseback during a routine hemodialysis treatment. Technical support was contacted to assist with troubleshooting the alarm. The alarm could not be resolved therefore the treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. The patient's hb was 104 g/dl pre event and decreased to 9.9 g/dl post event. Standard epogen dosing was increased 25% (actual dates not provided). No other medical intervention was required.

Manufacturer narrative:
The exact cause of the reported alarm is not known. Venous pressure high alarms are typically due to venous access issues, or restricted flow in the venous patient line such as caused by clotting or a clamped or kinked line. The operator denied any kinked or clamped lines. Rinseback not performed due to possible clotting. No evidence of a device malfunction. The patient's standard epogen dose was increased. No other medical intervention was required. Nxstage medical considers this report closed.